Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. A correction bolus was administered using the pod but it was unsuccessful at reducing their bg levels. The patient then noticed blood on the adhesive pad and decided to remove the pod. Upon further inspection of the pod, the cannula was noted to have a "slight" bed and discoloration from blood. A new pod was applied to treat the hyperglycemia.